Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the center image of the camera head was misaligned and appeared. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "the center of the image is off-center" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera cable has a watertight defect, there is a flaw in the camera cable and coupler is dimmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the event occurred at the start of a transurethral (tur) therapeutic procedure. The device was replaced, and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No further information was provided by the customer.